Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2019, a 30mm amplatzer pfo occluder was selected for implant. After deploying a "cobra-shaped" deformation was noted. The device was re-sheathed, removed and the user attempted to fix the "cobra-shape" under water but failed. A new 25mm amplatzer pfo occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.